Event description:
It was reported that during hemodialysis (hd) therapy with a polyflux 170h, the patient experienced an acute intradialytic drop of white blood cell (wbc) counts to ¿low levels¿. Initial leukopenia was attributed to sepsis from urosepsis, prostatic abscess and proctitis. The wbc sample was taken as a regular routine, five minutes after starting dialysis. The "recurrent" leukopenia on pre-hd labs was resolved when the patient was switched to a sureflux membrane dialyzer for therapy. There was no report of serious injury or medical intervention associated with this event. It was reported that no further issues were noted after switching to the non-vantive dialyzer. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.